Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared in accordance with the instructions for use (IFU). No issues were noted during forward flushing of the sheath. Upon insertion of a farawave catheter into the faradrive sheath, aspiration of the sheath was performed. At this point, air was noted to be consistently drawn into the aspiration syringe. The air was visible in the tubing of the sheath. Further forward flushing as aspiration was performed and the tip of the sheath was not against any intracardiac surface as examined under fluoroscopy. Air bubbles continued to appear freely on aspiration. Manipulation of the three-way tap of the sheath was performed to ensure air was not entering through this area. This was excluded by the presence of air bubbles in the sheath tubing. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and a kink was seen near the tip of the dilator. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. Separately the kink on the shaft is considered to have most likely occurred during storage or transportation as it was not mentioned in the initial event description.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. The sheath was prepared in accordance with the instructions for use (IFU). No issues were noted during forward flushing of the sheath. Upon insertion of a farawave catheter into the faradrive sheath, aspiration of the sheath was performed. At this point, air was noted to be consistently drawn into the aspiration syringe. The air was visible in the tubing of the sheath. Further forward flushing as aspiration was performed and the tip of the sheath was not against any intracardiac surface as examined under fluoroscopy. Air bubbles continued to appear freely on aspiration. Manipulation of the three-way tap of the sheath was performed to ensure air was not entering through this area. This was excluded by the presence of air bubbles in the sheath tubing. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received for analysis.